Manufacturer narrative:
According to the customer, the foley balloons are leaking and "catheters are falling out". The customer reported when balloons were assessed by filling the balloon with new fluid there was an "obvious leak or hole seen". The customer reported a new catheter was required to be inserted. There was no report of any serious injury or follow up care related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the foley balloons are leaking and "catheters are falling out".